Manufacturer narrative:
The device was not returned to the MFR as of the date of this report and was reported to be discarded by the user facility.

Event description:
It was reported that during a laparoscopy two devices leaked. Another device was used to complete the procedure. There may have been a 5-8 minute delay. There was no patient injury. The devices were reported to be discarded. This report is for the first device.